Event description:
A siemens customer service engineer (cse) examined the light shield lid sensor on the analyzer. The sensor for the light shield lid was working however the metal tabs that move in and out of the sensor were not clearing the sensor beam. So when the lid was opened, the analyzer did not register the lid as open, and stop mechanical movement. To resolve the issue the engineer bent the metal tabs outward so that when the lid was opened, the tabs would clear the sensor beam . He does not know how the metal tabs may have become out of alignment. There is no known history of lid sensor failures on this analyzer serial number. There was no injury to an operator related to this analyzer.